Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015, but was unable to resolve the issue and ordered some replacement parts. The fse returned to the site on (B)(4) 2015 and after further troubleshooting, the fse discovered that solenoid 8 (lee valve lv8) was not properly closing. The fse replaced solenoid 8, resolving the reported leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately two (2) drops from the probe on a coulter act diff analyzer after startup. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.